Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal 35.5cm section of the stent stabilizer had been fractured. There was a kink to the stabilizer at 1cm proximal to the fracture point. The delivery catheter (outer body) was noted to be flattened at 30,124 & 134cm from the proximal end. There was a lot of blood noted with in the delivery catheter. Functional tests were not performed due to condition of the device and as the stent had been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent stabilizer broken/fractured during use' was confirmed during analysis. The second reported event 'stent delivery catheter friction' could not be duplicated during functional testing. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'average tortuous'. It was reported that 'resistance was encountered when retrieving the delivery system after stent deployment. After retrieval, a torn off portion of the inner body was found to be remained inside the guiding catheter. The torn off inner body was completely removed out of the guiding catheter, and second wingspan stent was implanted without any problem, and the procedure was successfully completed'. It was also reported that resistance was felt when advancing the stent system within the guiding catheter. The stent was not returned for analysis. The stent delivery catheter was returned and was inspected and noted to be flat/crushed at several points along its length. The stent stabilizer was kinked/bent and was noted to be broken/fractured at approximately 35.5cm from the distal end of the stabilizer (which is aligned with the mid-joint bond location). Damage to the stabilizer most likely occurred due to difficulty experienced removing the stabilizer due to the flattening of the outer catheter which, in turn, led to friction. This friction then culminated in the stabilizer breaking at the mid-joint bond. It is not clear why flattening of the outer catheter occurred initially. One possibility is that it was due to the tortuosity of the patients anatomy. The reported events: 'stent stabilizer broken/fractured during use' and 'stent delivery catheter friction' and the analyzed events: 'stent stabilizer broken/fractured during use', 'stent stabilizer kinked/bent', 'stent delivery catheter flat/crushed', 'stent delivery catheter friction', 'stent stabilizer friction' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that resistance was encountered when retrieving the delivery system after stent deployment. After retrieval, a torn off portion of the inner body was found to be remained inside the guiding catheter. The torn off inner body was completely removed out of the guiding catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that resistance was encountered when retrieving the delivery system after stent deployment. After retrieval, a torn off portion of the inner body was found to be remained inside the guiding catheter. The torn off inner body was completely removed out of the guiding catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.